Event description:
It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, high capture thresholds. And dislodgement confirmed, via x-ray on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and unacceptable threshold. As received, a complete lead was returned in one piece. The reported event of unacceptable threshold was not confirmed. Electrical testing was normal. No problem was detected.